Manufacturer narrative:
(B)(4). Batch #: u93318. Additional information was requested and the following was obtained: is the white tissue pad completely missing from the clamp arm of the device? Answer: yes, the white teflon pad was completely removed from the device when it was removed from the patient and discarded. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the tissue pad damaged, melted and 100% present. The tissue pad was not detached as reported by the account. The device was connected to a test hand piece and a gen11, and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. It should be noted that product failure is multifactorial. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vats left upper lobectomy the teflon pad came loose during surgery after a few activations. Early on in the surgery (approximately 5 minutes after the device was being used) it was noted on the camera screen, that the teflon pad was coming loose. Surgeon was alerted of the defect and asked to remove the device from the patient. The teflon pad was removed and discarded and a new device was opened and used for the remainder of the surgery. There were no patient consequences.